Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable thyroid results for one patient sample from a cobas 8000 e 602 module. The serial number was requested but was not provided. The sample was submitted for investigation and was tested on a cobas 6000 e 601 module and a cobas e 411 immunoassay analyzer. Of the data provided, only the results for elecsys ft3 iii and elecsys ft4 assay were discrepant. Refer to the attachment to the medwatch for all patient data. Refer to the medwatch with patient identifier (B)(6) for the ft4 assay. The first results were automatically reported to the physician. There was no allegation of an adverse event. The differences in values between the cobas e602 module, e601 module, and the cobas e 411 analyzer may have been due to a biological component present in the sample that may have interacted differently with the assay components and affected the results. As the first results are lower than the later results for the sample, it was possible that a fibrin clot/strand was present in the sample or there was foam and/or bubbles on the sample purpose. From the information provided, a general reagent issue could not be detected. As insufficient sample material remained, further investigation was not possible. A specific root cause could not be determined. From the information provided, a general reagent issue could not be detected.